Manufacturer narrative:
12/17/1996-supplement report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Returned for eval were clinical strands of suture and unused rep samples of suture. Broken for eval were observed as reported. Our eval determined that this type of break observed could have been the result of handling technique but our observations are not conclusive as to cause. The sealed units were tested for tensile strength and met both internal and usp specifications for these values.

Event description:
The product was used during an unspecified procedure. The suture broke as knots were being tied. The surgeon used another suture to complete the procedure. The hosp has reported that no pt injury occurred.